Event description:
It was reported that during the procedure this balloon burst during the first pass. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met material, assembly and performance specifications. Visual inspection of the returned device found a kink in the shaft distal to the strain relief. A small hole was also found on the balloon surface. During functional testing the balloon would not inflate due to a leak. All device measurements were found inside specification. Since the reported event occurred during the procedure, it appears that procedural factors limited the device performance. Therefore, an assignable cause of device damaged during use has been assigned to the event.

Event description:
It was reported that during the procedure this balloon burst during the first pass. There was no clinical consequence to the patient.